Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the purewick system was not suctioning well and the patient was wet in the mornings. The patient has used the purewick system since (B)(6) 2020 and was awaiting a replacement accessory kit. The patient¿s daughter indicated that the issue was related to the tubing and not the wicks. During a phone call with liberator medical services on (B)(6) 2021, the daughter reported the patient expired. Additional information was received via a clinical follow-up phone call on (B)(6) 2021 with the daughter. The patient was (B)(6) years old and receiving in home hospice care for congestive heart failure secondary to hypertension and chronic urinary tract infections (utis). The patient had been taking a preventative maintenance antibiotic since (B)(6) 2020. After a hospitalization for a uti in (B)(6) 2020, she was discharged home with hospice care. Multiple antibiotics were prescribed for the patient. The daughter stated the patient expired on (B)(6) 2021 and the death was not related to the device. The cause of death listed on the death certificate was congestive heart failure, hypertension and a contributing factor of urinary tract infection.

Manufacturer narrative:
The reported event was confirmed as use related as the user did not replace the accessories after 60 days. The potential root cause of this failure is "user does not follow instructions". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "intended users the purewick¿ urine collection system is intended to be operated by: ¿ user/patient ¿ caregiver/healthcare professional all functions can be safely performed by the individuals above. Indications for use the purewick¿ urine collection system is to be used with purewick¿ external catheters which are intended for non-invasive urine output management. Contraindications for use do not use the purewick¿ urine collection system with purewick¿ external catheters on individuals with urinary retention. Safety and warnings always unplug purewick¿ urine collection system before cleaning or when not in use. Do not immerse the purewick¿ urine collection system in water. As with most electrical devices, electrical parts in this system are electrically live even when the power is off. To reduce the risk of electric shock, if the purewick¿ urine collection system falls into water, unplug immediately. Do not reach into the water to retrieve it. Warning: contains small parts that may cause choking. Keep out of reach of children. Keep cords and tubing out of the reach of children to avoid the risk of strangulation. Discontinue use if an allergic reaction occurs. Not recommended for users who are experiencing skin irritation or skin breakdown in device contact areas. Warning: this device should not be used in oxygen rich environments or in conjunction with flammable anesthetics. Operating instructions 1. After the purewick¿ urine collection system has been set up, place the purewick¿ external catheter according to the purewick¿ external catheter¿s instructions for use. 2. When the canister is ready to be emptied, remove the purewick¿ external catheter according to the purewick¿ external catheter¿s instructions for use and throw away. Note: keep the purewick¿ urine collection system on to make sure all urine has been drawn out of the collector tubing and into the collection canister before removing the purewick¿ external catheter. Note: although the canister can hold up to 2000cc (ml), to prevent overflow empty urine from the collection canister regularly or before volume reaches 1800cc (ml). 3. Turn off the purewick¿ urine collection system by pressing the on/off switch. Disconnect the a/c power cord from the power outlet and from the device. Disconnect collector tubing and pump tubing from the canister. 4. Lift collection canister from purewick¿ urine collection system. Do not lift canister by the lid. Take canister into an area appropriate for disposal e.g. A bathroom, carefully remove the lid, and dispose of urine in a proper receptacle e.g. A toilet or according to facility protocol. If using a privacy cover and it gets wet, remove and discard. 5. Clean collector tubing, pump tubing, canister, purewick¿ urine collection system, and power cord according to cleaning instructions in the cleaning and maintenance section. 6. Reassemble the purewick¿ urine collection system according to the initial setup instructions when the system is ready to be reused. Cleaning and maintenance inspect the purewick¿ urine collection system and accessories for damage or wear prior to use and replace as necessary. Do not attempt to open or dismantle the purewick¿ urine collection system. This may affect performance, create a potential safety hazard, cause personal injury, and will void the warranty. Always turn off the device and disconnect from power source prior to cleaning. The privacy cover components are single use only and should not be cleaned or disinfected." The device was not returned.

Event description:
It was reported that the purewick system was not suctioning well and the patient was wet in the mornings. The patient has used the purewick system since (B)(6) 2020 and was awaiting a replacement accessory kit. The patient¿s daughter indicated that the issue was related to the tubing and not the wicks. During a phone call with liberator medical services on , the daughter reported the patient expired. Additional information was received via a clinical follow-up phone call on (B)(6) 2021 with the daughter. The patient was ninety-six years old and receiving in home hospice care for congestive heart failure secondary to hypertension and chronic urinary tract infections (utis). The patient had been taking a preventative maintenance antibiotic since (B)(6) 2020. After a hospitalization for a uti in (B)(6) 2020 she was discharged home with hospice care. Multiple antibiotics were prescribed for the patient. The daughter stated the patient expired on (B)(6) 2021 and the death was not related to the device. The cause of death listed on the death certificate was congestive heart failure, hypertension and a contributing factor of urinary tract infection.